Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to the stiff guidewire puncturing the ventricle. In addition, the cause of death is unknown; however, the valve was functioning after implant and after the patient left the room. Per report, the cause of death was due to complications that occurred during the procedure (extended CPR and loss of blood). There is no evidence the death was a result of malfunction of the sapien 3 valve or the commander delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method:(B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure.

Event description:
During a transfemoral tavr procedure, upon valve deployment a pericardial effusion was noted on echo. As reported, bav was performed with 23mm edwards balloon. Patient tolerated fine. Delivery system inserted through esheath and valve alignment performed successfully. Valve manipulated around the arch and moved into annulus. Several angio pictures were taken to confirm valve positioning. Upon deployment of the valve the patient experienced a sudden drop in bp an echo confirmed the patient had a pericardial effusion. The patient was placed on cardiopulmonary bypass (cbp) for an open surgical repair. Cardiopulmonary pulmonary resuscitation (CPR) was initiated for 15 minutes. A pericardiocentesis was performed. The valve deployed successfully in the aortic position after the patient was stabilized on cpb. Surgeons confirmed the delivery wire had perforated the lv. Last communication, 5 days post procedure the patient expired. The valve was functioning after implant and after the patient left the room. The exact cause of death is unknown; however it is likely that complications from extended CPR and blood loss may have contributed to the event. Per report, the surgeons confirmed the delivery wire had perforated the lv. In addition, per post procedural discussion it was determined that the wire may have had a kink in it that lead to its position and migration through the lv wall during the procedure. It is thought the wire may have moved when the valve was being positioned. The c-arm image was on high magnitude and it was difficult to see the end of the wire.